Event description:
It was reported that the patient presented to the hospital due to a lead integrity alert (lia). It was also reported that the lia was due to noise on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.